Event description:
Freestyle libre 14 day, difference between the blood glucose and scanner glucose are 40+ difference 95% time. Severe neck pain, severe pain in the arm too. Please evaluate safety of the sensor and scanner. Customer support told, has to use at least three sensors before it gets correct reading. Called and asked for refund, pharmacy said contact the customer service for freestyle libre but they declined to refund and asked to contact pharmacy. Total waste of almost (B)(6) (rip off). FDA safety report ID# (B)(4).